Event description:
Ventilator circuit collecting large amount of condensation despite heater wire circuit and q 4 dumping and double wall expiratory filter. Water got into the vent and caused several alarms. Pt continued to be ventilated but vent had to be changed out. This is a hudson teleflex neptune heater, with concha column and heated wire circuits. We have made every modification recommended by MFR and we still continue to have this issue on a widespread basis, vendor is aware. FDA safety report ID# (B)(4).